Event description:
Incident, lost pressure while on pt. Skull clamp was on pt at time of event. There was pt injury. Event occurred during procedure, chiari posterior fossa decompression, while pt in prone position. Pt's head came out of clamp-pressure was at 80 beginning but at time it was less than 10. It was readjusted to 80 but it loosened again.